Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functionality testing) was confirmed. As received, the monitor would not complete testing. Upon investigation, the unit was intermittently failing pulse testing. Upon eval, the j1002 and j1003 connectors were intermittent. The cause of the intermittent test failure is the intermittent connectors. The root cause of the intermittent connectors cannot be positively identified, but once the connectors were cleaned and reseated, the unit functioned properly. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete incoming functionality testing.